Event description:
Rotor dislocated from baseplate; programming of the valve not possible. Valve was explanted and exchanged with same like device.

Manufacturer narrative:
(B)(4).visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: it was noted that the valve casing was cracked, and a bump mark from the cam mechanism was found in the valve casing, this is due to the valve sustaining some form of impact. Review of the history device records confirmed the valve product code 82-3112 with lot cjcb5w conformed to the specifications when released to stock on the 11th march 2008. The root cause of the dislodgement is due to the valve receiving a hard knock. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
At the present time, this complaint is considered closed.

Manufacturer narrative:
No gtin number available. Upon completion of the investigation a follow up report will be filed.